Event description:
The reporter said the pt obtained results of 64 mg/dl and "hi" (indicates blood glucose result >600 mg/dl) 2 hours apart from each other; the reporter did not recall the date and time of the incident. She stated the pt had a headache and blurry vision during that day. The pt called his doctor; the doctor advised him to take a double dose of diabetes medication. The doctor made a house call to see the patient the next day. The reporter said the doctor obtained a result of "300 something" on the doctor's meter. The pt received no further treatment. The meter, test strips, and control solution were replaced.